Event description:
On (B)(6) 2013, the pt underwent an abdominal aortic aneurysm treatment with a gore excluder aaa endoprosthesis featuring c3 delivery system and a contralateral leg component. After the deployment of the contralateral leg component, the physician met resistance retracting delivery catheter through the gore dryseal sheath. The physician used an excessive force to remove the delivery catheter and as a result there was a tearing on the delivery catheter. The physician decided to take out the guidewire, gore pxc delivery catheter and gore dryseal sheath together. There was no harm to the pt. It was stated that the physician followed the IFU and the steps for this procedure.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Attempts to acquire info required for this form were made by gore.